Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was no output from the device. The right ventricular lead had undefined impedance and no pacing due to being fractured. The device was explanted and replaced with a new device on the right side. The lead was capped and replaced. No patient complications have been reported as a result of this event.